Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was selected for implant. During positioning the device failed to expand. Soon after, the occluder was successfully placed and a transesophageal echocardiography (tee) was performed and confirmed good positioning. 10 hours post op, the patient felt nauseous and the occluder was observed by tte and noted to have embolized, floating around the mitral leaflet. Emergency surgery was performed and the device was removed and a patch was used to the complete the surgery. The patient is reported to be in stable condition.